Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the coller heater unit was not heating. The device was not changed out. They were setting up a back room. The unit was not used for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) noticed there was a lot of "gunk" inside the unit. The biomed cleaned it out and was able to get flow in heating mode and then the unit goes into overtemp at the 30 degree setting. Technical support determined the biomed needs to replace the thermostat in the unit.